Event description:
It was reported that usb port of the pump appeared to be damaged, as the usb cable was difficult to insert into the usb port. The customer¿s blood glucose was 222 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.